Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was not able to go up on his #2 program. Rep checked impedances and it stated electrode #4 to not use and 5 may be a short. There were no external factors that could have contributed to the issue. Impedance check was completed and it was discovered that #4 was a red x. Rep reprogrammed around that electrode without using electrode 5 and was able to get out of oor and no messages came up on tablet or on the patient controller. Issue resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that 4-7 lead had electrode #4 out. Rep programmed around that electrode and was able t get out of oor by not using that electrode.